Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if there are any product malfunctions that could have contributed to the pt's ketoacidosis and hospitalization.

Event description:
An insulet territory manager reported that an omnipod pt was hospitalized for diabetic ketoacidosis and also stated that the cannula was bent. No further information regarding her blood glucose history, hospitalization or her treatment was provided. Attempts were made to contact the pt's parents to provide additional information. Messages were left, but they did not return the calls.